Manufacturer narrative:
The insulin pump was received with totally destroyed case, lcd board, electronic assembly and motor. (B)(4).

Event description:
Customer's mother reported via phone call that the customer dropped the insulin pump outside and it got ran over by a car. Mother stated that the device is completely damaged. She stated the device is bent, the screen is shattered and bent and parts popped off from pressure. Blood glucose at the time is unknown. Mother checked the customer's blood glucose and meter said high. They treated with manual injection. The insulin pump was replaced and returned for analysis.